Manufacturer narrative:
The reported event of bluetooth (ble) telemetry anomaly was confirmed. The device was returned in one piece for analysis. The cause of the ble telemetry issue was due to an anomalous crystal oscillator on the hybrid, which drives the timing of signals in the ble circuitry. No other anomalies were found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes that the implantable cardioverter defibrillator was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Evaluation of the provided information was performed and confirmed that the bluetooth was disabled due to a device anomaly.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator was unable to interrogate due to a bluetooth malfunction. A bluetooth reset was performed, but the re-interrogation was not successful. There were no patient consequences.